Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation when sitting up and eating. The patient had diaphragmatic stimulation in all configurations during a device check. The left ventricular (lv) lead was programmed off. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.